Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for various medical conditions, including experiencing pulseless electrical activity. Interrogation of the implantable cardioverter defibrillator revealed that there was intermittent undersensing due to r-wave variability, which caused a ventricular fibrillation episode to go below detection. As a result, high voltage therapy was not delivered and the patient was resuscitated by external defibrillation. Programming changes were made on (B)(6) 2018. The patient was stable and would continue to be monitored.

Event description:
It was reported that the patient presented to the hospital for various medical conditions, including experiencing pulseless electrical activity. Interrogation of the implantable cardioverter defibrillator revealed that there was intermittent undersensing due to r-wave variability, which caused a ventricular fibrillation episode to go below detection. As a result, high voltage therapy was not delivered, and the patient went into cardiac arrest. The patient was resuscitated by external defibrillation. Programming changes were made on (B)(6) 2018. The patient was stable and would continue to be monitored.